Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 22mm amplatzer septal occluder was selected for implant. During deployment a cobra deformation was noted in left atrium (la) with the la disc. A non-abbott 11f sheath was used. A new 22mm amplatzer septal occluder was successfully implanted using a standard torque view instead of a the non-abbott catheter. The patient was reported to be stable condition.

Manufacturer narrative:
The reported event of the device deploying in a cobra conformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.